Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown imaging management device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown.

Event description:
It was reported that during an unspecified surgical procedure the unknown vapr device fogged up instantly every time the tip of the vapr got close. It was thought that maybe there was an invisible crack at the tip. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.